Manufacturer narrative:
Summary of evaluation: the info provided and the examination results suggest that this event is not device related but rather is associated with alignment.

Event description:
The pt fractured the anterolateral portion of the femur. The femoral component, tibial component, and patella were removed at this time and revised to compatible revision components.